Event description:
It was reported that the pump was moving under the patient¿s skin; if the patient bent down the pump would ¿pop out and stick out under her skin.¿ the patient did not know if the pump shifted, and noted that it had been like that since implant. The patient discussed the issue with the healthcare professional (hcp) at her last refill in (B)(6) and the hcp said ¿everything seemed ok, he did not seem it would be a big deal.¿ every time the patient tried to use the personal therapy manager (ptm) to get a bolus the ptm showed ¿communication unsuccessful.¿ the patient tried repositioning the ptm and it took forever to find the pump, ¿sometimes it worked, sometimes she waited and tried again.¿ the patient did not have a ptm antenna. The communication issue started two days before this report. The patient was unsure whether her dose had changed, stating ¿it was like five whatever whatever,¿ but noted ¿she was using the bolus more than when the pump was put in.¿ analysis of the ptm found c200. The patient reported that after receiving a new ptm she was still getting poor communication and the ptm wouldn¿t do telemetry with the pump. During that call the patient tried to do a bolus and it worked. The pump was used to infuse morphine (unknown). No intervention or outcome reported. Further follow up was being conducted to obtain this information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial# unknown, product type: accessory. Product ID: neu_ptm_prog, serial# , product type: programmer, patient. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).